Event description:
Nine reports of patients with various post-operative injuries, including neuropathies, edema, bruising, petechiae, blisters, and pain. All patients were of various ages, genders, size, and nationalities and had undergone surgical procedures of varying types and lengths. No consistencies were found in anesthesia care providers. All patients recovered from their injuries. Specific information follow: the blood pressure cuff was applied to the right upper extremity, the patient complained of right upper extremity pain, generalized soreness, occasional swelling, no paresthesias initially noted after surgery.